Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that the patient was experiencing phrenic nerve stimulation. Additionally, there were episodes of noise that resulted in oversensing and automatic mode switching on the device. The device was reprogrammed to resolve the event and the patient was stable and will continue to be monitored.